Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8889117 have been reviewed and no issues or discrepancies were found. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. When the 2.50x12mm taxus express2 drug eluting stent was removed from the packaging the distal end was observed to be defective. The product did not come in contact with the patient.